Manufacturer narrative:
The pump was monitored for several days. The pump was received with all operating currents within specifications and passed the functional testing, including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart or spi to motor pic communication error alarm anomalies were noted. No unexpected off no power anomalies were noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was alarming off no power, unexpected restart, and battery out limit. The batteries were out of the insulin pump greater than duration allowed. The buttons on the insulin pump were not working. The customer did not receive a low battery alert prior to the off no power alert. This was the second occurrence of the off no power alarm without a low battery warning. The customer fell in water with his insulin pump. Customer's blood glucose level was 57 mg/dl. The insulin pump alarmed communication error. The insulin pump kept restarting. The customer was advised that the device would be replaced and agreed to return the product for analysis.